Manufacturer narrative:
Other: wheel assembly.

Event description:
It was reported by svc report that there was a cater that was excessively worn. No pt involvement or adverse consequences are reported.